Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found that no power was coming out of mpdu (main power distribution unit) and found that defective fuse in the mpdu. To resolve this issue, fse replaced the mpd controller. The defective part was returned to philips for analysis and found that there was signs of burn and defective fuse. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.